Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 9.0 cm abdominal aortic aneurysm. It was reported that, during the index procedure, the physician had difficulty delivering the device. The physician made various attempts, as well as, replacing the guide wire and attempting to deliver the device without a sheath. However, the delivery system could not be advanced. An attempt was made by opening an additional incision at a proximal site and the vessel was damaged while removing the device. The damaged site was treated by a blood vessel prosthesis implantation. Treatment of the aortic aneurysm was to be decided by monitoring the patient's condition. The physician thought that event was due to vessel morphology. It was noted that the damage may have been caused by the edge of the graft cover catching on calcification when advancing and retracting the delivery system. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation results are: the event was confirmed; there was evidence of calcification damage to the tapered tip that extended down to the graft cover. The root cause of the event was most likely due to multiple attempts in advancing the delivery system in tortuous and calcified vessel anatomy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.